Event description:
On (B)(6) 2009 the patient reported, he repeatedly sees moisture in the insulin cartridge chamber of his infusion device. He said he lives in the area with high humidity. He stated there has been no insulin leaks and he does not smell insulin in the cartridge chamber. He uses room temperature insulin to fill the cartridge. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.